Event description:
It was reported a patient underwent a mastectomy procedure on (B)(6) 2023 and suture was used. Suture was used for skin. During the procedure, after taking a bite, the surgeon pull the suture for knotting. Wile pulling the suture, suture was broken. In another foil, suture was already broken at the swage point when it was opened. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2023 h6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - was there any adverse consequence associated with the patient? No - please confirm how many sutures broke during surgery and how many sutures were already broken when they were opened: there is a continuous suture breakage happened in two foils during procedure - please provide the source or name of person providing answers to follow-up questions: one foil already broken while opening. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Related reports: 2210968-2023-10246, 2210968-2023-10247